Manufacturer narrative:
FDA medwatch voluntary report # mw5064940. Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation. MFR# clarification: new registration number 3012307300 (B)(4) is now being used for MFR report number, replacing registration number 2183502 (B)(4).

Event description:
It was reported that a cleo 90 infusion set catheter broke off inside the patient while the patient's mother was conducting a routine site change. The patient was taken to a doctor, who was unable to find the catheter under the skin. After a couple days from the event, the mother observed the catheter sticking out of the patient's skin and was able to remove the catheter. It was stated that the patient was doing very well. The infusion set was used to deliver remodulin. No permanent injury was reported.